Manufacturer narrative:
Concomitant product: cadd pump (sn unknown); smith medical (B)(4) (lot unknown); smith medical (B)(4) (lot unknown); therapy date (B)(6) 2015. No product will be returned per customer. The customer complaint of non-carefusion tubing disconnected from the smartsite valve and leaked could not be confirmed due to the product was not returned for failure investigation. A picture of the set-up was received from the customer, however the separation could not be observed based on the picture. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the tubing connection between the smartsite valve and the non-carefusion tubing during a fluorouracil infusion. A tubing disconnect was also reported--the presumption is that the disconnection occurred at the location of the leak. The infusion was stopped, and the non-carefusion infusion pump and associated tubing were removed from the patient. No patient harm reported.